Manufacturer narrative:
The product reference aa61144002 lot number 9851654 was manufactured with an intermediate product ha611479 lot number 9406485 & 9291326. This product was made by our subcontractor which was informed about this issue. The intermediate was made by a balloon component reference ys388160 lot number 9448718 & 9328670. According to the available information, we cannot conclude on a specific root cause in this case. The quality database was checked and revealed a corrective and preventive action for "balloon issues on folysil and silicone prostatic catheters" and is monitored monthly. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, when the balloon was tested before installation, it remained inflated. The catheter was discarded. It was noted if the catheter had been inserted without testing the balloon, removal of the catheter would have been traumatic.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints on lot number 9851654. B3: estimated date.